Event description:
It was reported that multiple cartridge alarms occurred (alarm 19) during basal and the loading sequence. Additionally, multiple occlusion alarms occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 363 mg/dl.